Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented into first aid with chest pains. X-ray found perforation. Lead was explanted and replaced.